Event description:
The customer alleged they received questionable free thyroxine (ft4) and thyrotropin (tsh) results for two patients on their elecsys 2010 analyzer. The initial results were tested in the primary tubes. The repeat results were from sample cups. The customer stated the sample was clear without any clots or fibrin and the sample level was over half the tube. The first patient's initial ft4 result was <0.023 ng/dl accompanied by a data flag, but it was unclear what the data flag was. The repeat result was 1.33 ng/dl. The first patient's initial tsh result was 0.019 uiu/ml accompanied by a data flag, but it was unclear what the data flag was. The repeat result was 0.410 uiu/ml. The second patient's initial ft4 result was <0.023 ng/dl accompanied by a data flag, but it was unclear what the data flag was. The repeat result was 0.844 ng/dl accompanied by a data flag, but it was unclear what the data flag was. The second patient's initial tsh result was 0.018 uiu/ml accompanied by a data flag, but it was unclear what the data flag was. The repeat result was 0.075 uiu/ml. The repeat results were reported outside the laboratory. There were no adverse events. The ft4 and tsh reagent lot numbers and expiration dates were not provided. The field service representative adjusted the sample probe and adjusted the roller tube capture on the b-line. The problem did not re-occur. The field service representative monitored the situation for one week. The customer was sent the recommended rack adaptors.

Manufacturer narrative:
This event occurred in (B)(6).